Event description:
It was reported the pt heard a critical alarm. The pt was advised and went to the emergency department despite no signs or symptoms of withdrawal. The pt was admitted for surgery. The pump logs showed multiple motor stalls and recoveries. There was no history of MRI, magnet therapy, or change in treatment. The drug in the pump was compounded baclofen at 4000 mcg/ml. It was requested that the drug also be tested. The pump was replaced. The pt recovered without sequela. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.